Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced (two) infusion set issue on (B)(6) 2026. Patient reported that infusion set was accidentally pulled out during use due to tubing catching on something or pump falling and patient replaced infusion set and resumed insulin successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4).